Manufacturer narrative:
Additional narrative: (B)(4). Visual examination of the returned products and provided low-quality x-rays finds nothing of note that would have contributed to the patients reported infection. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Review of device history and sterilization records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The patient was implanted in (B)(6) 2007, revised for infection, and revised again in (B)(6) 2013 for loosening secondary to infection. It is not likely the devices contributed to the patients reported infection 6 years after implantation. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Procedure: 2nd revision of right tkr. Primary implants were later revised for suspected infection, date unknown, by the same surgeon. Second revision surgery date: (B)(6) 2013. Reason: component loosening due to suspected infection, though no organisms were grown on culture. A 74mm x 10mm stem was also removed from the patient, though there is no record of this on the sticker sheet. The surgeon was happy with the outcome. Patient initials, gender and dob are provided. No further details or clinical notes are available.